Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. Pt states that when he removed the tubing set, there was fluid inside the pump module door. Pt reports no ill effects or antibiotics taken. Effluent has remained clear. There is a sample available for evaluation.